Event description:
MFR received a report from a dealer alleging that the end user was walking with rollator from living room to the bathroom, when the wheel "snapped off" the rollator. As a result of the incident, the usr sustained a dislocated right elbow.